Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194 implantable pacing lead 2007 (B)(4). Concomitant product: (B)(4) implantable pacemaker cardio/defib 2012 (B)(6). (B)(4).

Event description:
It was reported that the lead integrity alert (lia) triggered due to right ventricular (rv) lead oversensing and the oversensing was reproducible in the clinic when the patient was moving their arms. The rv lead remains in use. No patient complications have been reported as a result of this event.